Manufacturer narrative:
(B)(4).

Event description:
On 06jun2017 a patient (pt) called to report that after five hours of wearing the 1-day moist multifocal brand contact lenses, the lenses get foggy, vision becomes cloudy, pt develops discharge and redness occur in both eyes. The pt removed the suspect lenses and reported that the eyes were fine within twenty-four hours (date of the event was not reported). Pt reported that the symptoms returned and he/she went to the eye care provider (ecp) on (B)(6) 2017. On 20jun2017 the pts medical records were received and the additional information was obtained: -date of visit: (B)(6) 2017. -chief complaint: ou; sudden onset mucopurulent discharge after cl wear. -ocular symptoms: ou -last saturday, pt tried to put new pair of cls in again, and discharge started again. After removing cls, discharge went away. Pt wears 1-day acuvue moist multifocal. Examination: eyelids: eyelids and lashes clean, healthy and free of defects. Lacrimal system: ou lower plugs. Cornea: corneal epithelium, stroma, endothelium, tear film clear and healthy. Conjunctiva: ou tr red. Lens: lens, both capsules, cortex and nucleus are normal for age. Anterior chamber: chambers and deep and free of cells and flare. Vitreous: normal. Impression: bacterial conjunctivitis. Plan: tobradex 1 drop in both eyes four times a day for seven days; restasis as directed; xildra 1 drop in ou twice a day. Treatment conjunctiva: rx antibiotic/steroid drops as directed. No additional medical information was received. This report will document the event for the pts right eye. The pts left eye event will be captured in a separate report. The pt reported that the suspect lenses were discarded. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot 1563370107 was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.